Event description:
Two days after uae experienced numbness in right leg. Four days after uae, developed black and blue mark on right side and soreness 4-6 inches from site of catheter insertion. Difficulty walking. Vaginally passed necrotic tissue with numerous blood clots. May 2003: experienced whole body numbness, fainted. Hosp via ambulance. No dx, discharged.